Event description:
A non health care professional reported that following the cataract surgery with intraocular lens implant procedure lens was noted to be cracked after insertion. The physician exchanged the lens with another lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken/torn from the gusset area (returned). The other haptic was bent in the gusset and distal area. The optic was torn/split/cracked (possibly cut) into pieces. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).